Manufacturer narrative:
A correction was obtained regarding the abbott method results for the patient. Describe event or problem was corrected. Review of the updated test results determined that the issue is no longer a reportable event.

Event description:
Correction february 14, 2018. The architect method results are as follows: sid (B)(6) (tested (B)(6) 2017) 2.99 ng/ml, tested at another facility using the architect method 2.79 ng/ml previous result for the patient, sid (B)(6) (tested (B)(6) 2017) 2.51 ng/ml. None of the architect results were 20 ng/ml.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed inconsistent carcinoembryonic antigen (cea) results while using the architect cea reagents. The following data was provided for the same patient. The customer uses reference range 0 to 5 ng/ml. Sid (B)(6) (tested (B)(6) 2017) 20, repeat at another facility using the abbott method 2.79 sid (B)(6) was tested (B)(6) 2017 and the result was 2.51. The patient had been previously diagnosed with gastric cancer, and tests were being done postoperatively (gastric cancer resection). No impact to patient management was reported.